Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs leads had migrated resulting in ineffective therapy. The migration was confirmed via x-rays. As a result, surgical intervention took place on (B)(6) 2024, wherein the migrated leads were repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.